Manufacturer narrative:
A product investigation was performed on the subject device. Plate was cut by the user at both upper arms. Left arm shows proper cut and no damages occurred. Right arm shows heavy bending in backward direction and no proper cut. As result of this backward bending, the right hole is cracked. Visual inspection identifies mishandling during cutting procedure as most probable root cause for the reported breakage at the hole. Because of the damage and the deformed structure at the area around the breakage, a serious measuring of relevant dimension is not possible. All measured dimension during final inspection confirmed to be within specifications. We can exclude any material- or manufacturing fault as root cause for the damage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. UDI: (B)(4). Implant and explant dates: device was not implanted or explanted. Initial reporter hospital contact telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Manufacturing date: 08.sep.2014 expiry date: 01.aug.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 421.334-exs / 7661459 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 23-apr-2014. Part no: 421.334, lot no: 7661459 (non-sterile) - 1.3mm ti t-plate 4 holes head/8 holes shaft. Quantity 72. Components reviewed: raw material part no: 421sm306 bp58 lot 7532003 reviewed. Raw material received from supplier (B)(4). Certificate of compliance received from (B)(4) meet specification. Inspection sheet meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported during a procedure for a left fourth middle phalanx fracture on (B)(6) 2017, after surgeon cut the unnecessary portion of the plate with the plate cutter, the side hole of the cut portion was broken. Surgery was completed successfully with a delay of approximately 10 minutes. Concomitant devices reported: plate cutter (part number unknown, lot number unknown, quantity 1). This report is for one (1) t-plate. This is report 1 of 1 for (B)(4).